Manufacturer narrative:
Device evaluation in progress.

Event description:
Additional information was received on 08/24/2018. The information stated that the device leaked at the cuff, and the patient required an emergency tube change in order to continue ventilation.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the patient, who was being treated for an appendix, had a tracheal intubation that was tested and free of leak prior to use. After 30 minutes of ventilation, the tube had to be replaced due to cuff deflation. No serious injury was reported in connection with this incident. The patient was discharged.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. The sample was received in used conditions without its original packaging. The returned sample was visually inspected, and no discrepancies were observed. The device underwent functional testing to detect for leaking, and as a result leakage was observed coming our from the seal of the cuff. The customer's complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.